Manufacturer narrative:
Product evaluation: the device and the lens were returned inside the opened blister tray in the opened carton. The lens stop and plunger lock were removed and returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was not observed to be stuck inside the device. The lens is separate from the device, returned adhered in dried viscoelastic to the interior of the blister tray. One haptic is broken at the haptic/optic junction. The haptic was not returned. The optic edge is torn. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint of ¿clogged iol, torn trailing haptic¿. The iol was returned separate from the device. A broken haptic was observed. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was clogged in the injector and the trailing haptic was torn, while implanting. The iol could not be implanted. The surgery was completed using a different lens. There was no patient harm reported. Additional information was requested.